Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported during an atrial fibrillation case, a pericardial effusion was noticed. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and 2200cc of fluid was removed and 800ml were auto transfused. The patient anticoagulants were reversed. The patient was reported to be in stable condition. The physician commented that he was ablating at the ridge when it was noticed. The event was discovered during use of biosense webster products during ablation phase. The physician¿s opinion is that the cause of the vent was procedure. The patient¿s condition required surgical repair near the left atrial appendage (laa) base. As of (B)(6)2020 the patient was still in the intensive care unit (ICU). Transseptal was performed with brk needle. There was no report of steam pop. Standard irrigation settings were used. There were no error messages observed on biosense webster equipment during the procedure. Dashboard, vector and visitag were used for force visualization. Visitag settings were 3g for 25% of time, 3mm for 3sec for stability, tag index, tag size 2-3mm size. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR-reportable.

Manufacturer narrative:
On 1/12/2021, the product investigation was completed. Summary: it was reported that a male patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported during an atrial fibrillation case, a pericardial effusion was noticed. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and 2200cc of fluid was removed and 800ml were auto transfused. The patient anticoagulants were reversed. The patient was reported to be in stable condition. The physician commented that he was ablating at the ridge when it was noticed. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30430678m] number, and no internaal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)